Event description:
The surgeon who reported 3 cases of purulent endophthalmitis afer cataract surgeries in the first facility when using custom paks, also reported that she had been in contact with other clinics and found out two more cases in two different facilities. The patient from the second facility experienced the first symptoms 4 days after surgery. As a result of the event, patient was hospitalized (unknown hospitalization duration). The affected eye was the left eye (os). The patient needed a vitrectomy due to the event and was treated with ceftazidim and vancomycin. Patient had poor visual acuity and also experienced corneal edema and vitritis. Five days postoperatively patient was prescribed ciprofloxacin, dexamethasone and cefuroxime. The event duration was of 1 month. The final outcome for this patient is unknown. Additional information has been requested with no response to date. This is one of five medical device reports. This report is for the patient who underwent surgery on (B)(6) 2014 in the second facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).